Event description:
It was reported the customer was experiencing a high and the insulin pump might not be delivering insulin. Customer's spouse stated the reservoir icon doesn't seem like it has moved it seems the same. Customer's spouse looked at the bolus history and it matched what the customer had given himself. Customer's blood glucose was reported at 205 mg/dl. Customer's spouse stated customer was disconnected from the device the day prior because customer was unable to connect. Customer's spouse declined troubleshooting because she did not have time to troubleshoot and stated would call back later. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.